Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized seven days after the event onset. On an unreported date, the patient began treatment with injection vancomycin (1 gram every fifth day, route not reported) and injection meropenem (1 gram, once a day, route not reported) for the peritonitis event. The patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.